Event description:
At 10:00 am, on 6/14/93, resident was being transferred from bed to a wheelchair with a lift. When approx three feet off the ground, swing arm broke causing resident to fall to the ground on buttocks. Range of motion was done to all extremities with no complaint of pain. Resident assisted into bed. Resident begain saying "my back, my bed."no bruising or redness noted on back or buttocks. X-rays were performed with the following impressions: 6/14/93, chest and ribs, cardiomegaly with congestive heart failure. Right rib study negative for distinct fracture. On 6/16/93, thoracic and lumbar spine, degenerative joint disease without acute fracture. On 6/21/93, pelvis and both hips, bones of the pelvis and hips are deminieralized. There is moderate degenerative arthritis of the right hip. No definite fracture.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.